Event description:
It was reported that during the permanent implant procedure, the lead extension was observed to be damaged at the sheathing; the sheathing skidded down the wires from the connector. The patient underwent an explant of the lead extension.

Event description:
It was reported that during the permanent implant procedure, the lead extension was observed to be damaged at the sheathing; the sheathing skidded down the wires from the connector. The patient underwent an explant of the lead extension.

Manufacturer narrative:
Device analysis of returned lead extension sc-3138-35 (B)(6) included a visual inspection that revealed the lead was cleanly cut near the connector of the lead and the proximal end portions of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead.